Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the cardiac resynchronization therapy defibrillator (crt-d) battery longevity had changed from 2 years to 5-6 months and when the medical equipment company representative had tested the device, there were "problems" and the device was "turned down and then up." The patient was concerned the representative's programming caused the depletion of battery longevity. The device remains in use. No patient complications have been reported as a result of this event.